Event description:
Customer reports the active s system produced an undosed result of "lo" (<10 mg/dl). No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.